Event description:
It was observed that during the device evaluation, the videoscope's grip, control section, switch box, scope connector case unit, scope connector cover unit, plastic distal end cover, connecting tube, and universal cord contained foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.